Manufacturer narrative:
(B)(6).

Event description:
It was reported a needle broke into the shoulder but it was removed by the surgeon. There was no significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.